Event description:
This case was initially received via regulatory authority (reference number: mw5058575) on (B)(6) 2016. The most recent information was received on(B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("coil taken out tubes left") and seizure ("seizures with no known cause") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included amitriptyline, budesonide w/formoterol fumarate (symbicort), levetiracetam (keppra) and salbutamol (proventil). On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced seizure (seriousness criterion medically significant), syncope ("syncope"), vertigo ("vertigo"), migraine ("severe migraines"), irritability ("severe irritation"), visual impairment ("vision issues"), nausea ("nausea") and abdominal distension ("bloating"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (coil taken out tubes left). Essure was removed. At the time of the report, the medical device removal, seizure, syncope, vertigo, migraine, irritability, visual impairment, nausea and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, irritability, migraine, nausea, seizure, syncope, vertigo and visual impairment with essure. The reporter considered medical device removal to be related to essure. The reporter commented: cross referenced with case number: (B)(4). Quality-safety evaluation of ptc: final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment the reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: content from plaintiff fact sheet: reporters details added. Event added as coil taken out tubes left. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.